Event description:
Allegations of rupture, fatigue, myalgia, arthralgia, cognitive dysfunction, balance instability, paresthesias, sleep disorder, bladder irritability, chest pain, breast pain, scarring capsular contracture, trigger points, knee effusions and nonspecific autoimmune condition.